Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product. Related to MFR report # 2183959-2013-00402.